Manufacturer narrative:
Analysis found the unit with transfer needle occluded. Analysis was unable to confirm customer received needle in said condition due to customer returned opened/used. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the reservoir would not let the insulin push through. The customer's blood glucose was 181 mg/dl at the time of incident. The reservoir will not be returned for analysis.